Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was indicated that the device was not working and had never been effective. The patient reported that since the device was moved to the other side it never did them any good. The patient stated that because the device never did any good they turned the whole system off. No further complications were reported or were expected.